Event description:
The rep reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the tr35w cartridge did not staple fully into the round ligament with incomplete formation. This was after the third firing of the atw35 so it was actually the fourth firing. A new cartridge was opened and used to finish the case. There was no consequence to the pt. Only cartridge is being returned at atw35 stapler lot# l4y1x was not saved.